Manufacturer narrative:
Device 1 of 6. E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On 24-apr-2024, it was reported that patient faced six tape on sticking event on 17-apr-2024. It was reported that infusion set comes off the skin. The blood glucose level was over 500 mg/dl at the time of event and the patient was treated with manual injection and bolus from the pump. No further information available.